Manufacturer narrative:
All medwatch submissions related to this patient are: 3004721439-2019-00034 3004721439-2019-00029 3004721439-2019-00035. Manufacturing evaluation: the shunt system was received submersed inan unidentified liquid in a plastic container. Visual inspection - scratches on the outer housing of the valves were observed throught the visual inspection. No significant deformations or damge to the valves were detected. No visible defects or damage to the catheter could be found. Furthermore, no deposits were detected inside the catheter. Permeability test - the results showed that both valves were permeable. Adjustment test - the results showed the progav was adjustable to all specified pressures. Braking force and brake function test - the brake test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test - the progav valve was shown to be operating within tolerance. However, the shunt assistant was shown to be operating outside of the tolerance. The resultant opening pressure was lower than expected showing a tendency towards over-drainage. Results - after the tests, we dismantled the valves. Inside the progav we have found minimal build-up of substances (likely protein). The shunt assistant showed no visible deposits. Based on our investigation, we confirm that the valve is operating in an over-drainage state. Even a small amount of non-visible blood or protein can lead to a temporary blockage and could be responsible for the observed malfunction. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044.

Event description:
The flow was not sufficient for the patient, despite the pressure valve adjustment to 1cmh2. On (B)(6) 2018 the valve was explanted and another valve was implanted. Additional patient outcome the has been requested. When the additional information is received a follow up report will be submitted. All medwatch submissions related to this patient are: 3004721439-2019-00029, 3004721439-2019-00035.